Event description:
The customer reported difficulty removing their frd. They sought medical assistance for removal and reported difficulty with removal because of how high the disc was positioned. The disc tore upon removal and tools were needed to grip the disc in order to fully remove the disc. Customer reported soreness, cramping, and vaginal scraping following removal as well as nausea for 2 days. Flex made three good-faith efforts to follow up with the customer in order to obtain additional information; however, the customer failed to respond and so flex was unable to obtain any further information regarding this complaint. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.